Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by both drawers 4-1 and 4-2 failing off the bus at the station. A field service engineer found a dead controller in drawer 4-1, as well as a dead interface pcb (printed circuit board). Both components were replaced and reconfigured to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported that when using the bd pyxis medstation system in the intensive care unit, where the 1 main drawer 4.1 and 1 main drawer 4.2 had a failed storage space. The system indicated an error message stating "device not detected on the communication bus" and also attempts to recover the system were unsuccessful, as it continued to display "required maintenance". The malfunction occurred when a user tried to dispense medication to the patient, which did not result in any delays to patient care. There were no adverse events or injuries reported based on this event.